Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported the device will not power on post fco upgrade. The battery and ac power module were both reseated then replaced and the issue remained. The device was not in use on a patient.